Event description:
The customer reported had been having high blood glucose. The latest blood glucose was 300 mg/dl. Customer treated with injection. Customer found out when she changed her set the cannula was bent. Customer report back regarding bent cannula. Troubleshooting was done. Customer blood glucose was 424 mg/dl. Advised the customer to changed the infusion set but not able to continue to due customer does not have any issues currently. Customer declined troubleshooting for high blood glucose. Customer wanted samples sent to her. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.